Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of difficulty advancing through sheath and sheath distal tip torn were confirmed based on the evaluation of the provided imagery. This complaint falls within the scope of CAPA. The CAPA investigation has determined that esheath/esheath+ tip expansion performance may be influenced by patient specific anatomical factors, procedural factors, and manufacturing related variables. As part of this investigation, manufacturing evaluations identified opportunities for improvement that may further support consistent tip expansion, including under challenging anatomical and procedural conditions. These manufacturing improvement opportunities include defining axial outer diameter score depth requirements and adding procedural controls to reduce inner diameter surface damage, thereby supporting more robust and consistent tip expansion. Patient and/or procedural factors - such as challenging anatomy or non-coaxial advancement - may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. In this case, while multiple contributing factors (calcification, tortuosity and minimum luminal diameter) have not been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an implant of an edwards 29mm sapien 3 ultra resilia transcatheter heart valve. During the procedure, there was some resistance when the delivery system exited the tip of the esheath+. When the devices were removed it was noted that the distal tip of the esheath+ was torn and the balloon was noted to be at negative pressure. The patient did not experience any injury and was stable after the procedure.